Event description:
Pt presented with pain and swelling at insertion site approx 2 months post-op. Pt's knee was drained and administered vancomycin to treat condition. Cultures showed no growth. Pt is to follow up with his general doctor. This device is used for treatment.

Event description:
Pt presented with pain and swelling at insertion site approx 2 months post-op. Pt's knee was drained and administered vancomycin to treat condition. Cultures showed no growth. Pt is to follow up with his general doctor. This device is used for treatment.